Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 400 mg/dl with unspecified ketones, and polydipsia, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider made changes to the patient¿s basal rate settings. The basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The patient was able to delivery one unit of air bolus while on the phone with customer technical support and it was recorded correctly in the history. The bolus totals matched. The patient had overridden the dosage recommended by the bolus calculator feature, did not prime the pump when they changed their site, and did not change their site in over three days. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.